Manufacturer narrative:
The patient weight was not provided. The referenced percutaneous lead repair was reported under medwatch MFR report# 0002916596-2013-01247. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 7 months. The replaced portion of the percutaneous lead was returned for evaluation and confirmed the reported damage to the previous repair site. Approximately 29¿ of the distal end was returned for evaluation. A previous clamshell repair was present around the metal connector and the previous percutaneous lead repair site was present on the lead approximately 18-22¿ from the metal connector. Continuity testing of the percutaneous lead in its returned condition found all wires were electrically intact. Examination of the previous repair site revealed that the gray and black shrink tubing was completely torn at the distal end of the repair, exposing the underlying wires. The gray shrink tube was torn at the proximal end of the repair, but the black shrink tubing remained intact. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient''s previous percutaneous lead repair had been damaged. The manufacturer''s technical service representative team was on site and performed an external percutaneous lead repair on (B)(6) 2016. No alarms or function issues were reported.